Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Information on the complaint form states that the event occured on the patient's right ankle, and the product was in use for two weeks before the event occurred. Convatec has sent an email request for complainant's role. On the complaint form the question "did user require medical treatment or intervention?" Is answered "no", but per the details of the complaint medical treatment was given; sent email request for correction. This case was evaluated by convatec's quality team on (B)(4) 2014, based on the information received by the customer and the following requirements: the product lot number was recorded as cno (could not be obtain) indicating no lot number was available. Twelve months of complaint history data was reviewed for this product icc as per convatec's global complaint handling procedure. Based on the review, this there was no other cases registered for this complaint issue with this product icc number within the previous 12 months. Trends will be monitored by the complaints committee. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted.

Event description:
Information received via complaint form is reported as follows: "the dressing is changed on the medical clinic. The patient reported that the wound had dark discharge after using aquacel ag and around the wound showed dermatitis. Improved after discontinuation of use of the product and use the beta30 injectable (betamethasone dispropionate + betamethasone disodium phosphate). The doctor advised to use a corticosteroid ointment. The patient makes daily use of warfarin."